Event description:
Patient was revised to address a vertically malpositioned cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history record and/or a lot specific complaint database search was not possible as the lot code required was not provided. Per the initial reporting, patient x-rays are not available for examination. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Update: 17 oct 2017: litigation record received. Litigation alleges friction wear, elevated toxic cobalt-chromium metal debris and tissue injuries. It was also reported that there was pain, discomfort and limited mobility. This complaint was updated on oct 26, 2017.

Manufacturer narrative:
The devices associated with this report were not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.